Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pt was experiencing a fever and had been admitted to a hospital. The pt was burping a lot, and was vomiting. The pt also had an infection (urinary), but that was not believed to be caused by baclofen pump. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume being reached; alarmed (B)(6) 2010. The pt's wife never heard the alarm and the pt did not show for a refill that was scheduled in (B)(6). The hospital had called the "pump manager" on (B)(6) 2010 asking what drug needed to be reordered; they contacted the manufacturer's rep on (B)(6) 2010. The pt's symptoms began on (B)(6) 2010. The facility that the pt was at did not have anyone trained to refill the pump. The hcp planned to either have the pump refilled later or have someone trained to do the refill. Later on (B)(6) 2010, additional information rec'd indicated that no device troubleshooting was done. Compounded baclofen; 2000 mcg/ml, 324.50 mcg per day was administered by the pump. The pt was in the hospital for other reasons, not further specified. Per pump readings and conversation with the pump mgr, the hospital doctor ordered lioresal. The pain doctor was given special privileges to refill pump on (B)(6) 2010. The status/outcome of the pt was not reported. Additional information has been requested, but was not available as of the date of this report.